Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Reported a minor. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.

Event description:
Customer reported a leak was noted under cap. No adverse patient effect occurred and no medical intervention was required. Although requested, no additional patient or event information was available.